Manufacturer narrative:
Age, weight and ethnicity¿ unknown, not provided. Date of event is unknown. The best estimate date would be between the date the lens was implanted, (B)(6) 2021, and the date it was reported on (B)(6) 2022. If explanted; give date: unknown, not provided. Initial reporter email address: unknown, not provided. The intraocular lens (iol) was not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was 20/20 j1 but never adjusted to glare and halos after the implantation of the synergy intraocular lenses (iol) in both eyes. There was no refractive error, or residual astigmatism. The lenses were exchanged to non-johnson and johnson monofocal lenses. No complications were observed during the exchange procedures described as being routine surgeries. Patient outcome was reported as having no complications. No further information was provided. It was unknown from which eyes the lenses were explanted. This report represents the left (os) and a separate report will be submitted for the right (od) eye.